Event description:
A 3.5mm lcp reconstruction plate was implanted for an orif of the ulna and radius. A post-operative x-ray verified good anatomical alignment. Pt returned to the surgeon complaining of pain. An x-ray showed internal bending of the plate. Plate and six screws were removed and a secondary orif was performed, and hardware was replaced with a plate and screws.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine mfg date without a lot number.